Event description:
Device 2 of 3. (Refer to MFR's report# 1627487-2010-0035 and 1627487-2010-0062 for devices 1 and 3 respectively). Pt reported no stimulation in left arm. Upon intra-op testing, 2 out of the 3 implanted leads had invalid readings. The physician revised the ipg and left all three leads in place (1 functioning, 2 non-functioning) and added a fourth lead. The two working leads connected to an extension and plugged into the ipg. Doctor used non-functioning 4146 to plug up the other port in the new ipg.

Manufacturer narrative:
Eval results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg passed communication testing with the pt programmer and the auto test. Conclusion: the claim regarding invalid readings and no stimulation could not be confirmed. No leads were returned. The ipg passed the auto test and appears in fair condition. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.